Event description:
Telemetry issues were reported. The antenna-locate feature was utilized and resulted in the recharger displaying in a power-on-reset (por) message, followed by the normal recharging. Add'l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).